Manufacturer narrative:
H11: through follow-up communication livanova learned that this event is a duplicate of a previous one already submitted (MFR #9611109-2024-00264). Therefore, this complaint will be voided.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The post-cleaning sample from (B)(6) 2024 resulted negative on (B)(6) 2024. Additional disinfection and water tests were performed and the unit tested negative again. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler that tested positive for m. Chimaera on pre-disinfection water testing from (B)(6) 2024. There was no report of any patient injury.